Event description:
The distributor contacted animas alleging that the patient would have to press the buttons several times before the pump would respond.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to keypad button presses. The keypad appeared to be swollen. The keypad was removed and the contrast button contact was found to be inverted. Contamination/adhesive was also found under all button contacts.